Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer's blood glucose (bg) level elevated above 600 mg/dl. Customer went to the emergency room and was subsequently hospitalized. Bg was treated with insulin drip and intravenous fluids. Multiple follow up attempts were made to gather additional information and complete troubleshooting with the customer, however, the customer did not respond to follow up attempts.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.